Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient received a shock for a true vf episode, undersensing of r waves that led to delayed therapy was observed. Programming changes were made. The patient was stable.